Event description:
It was reported that the customer experienced an occlusion alarm, which led to an emergency room visit. The customer was subsequently admitted to the hospital with a blood glucose level of 502 mg/dl with small ketones. No permanent damage was noted. The customer received treatment with intravenous fluids of saline and insulin. The customer was released on (B)(6) 2025. The customer reverted to an alternate method of insulin therapy.